Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were experiencing low blood glucose. Customer stated that the blood glucose was 30 mg/dl. Customer stated that they treated low blood glucose with carbs. Customer stated that they had low blood glucose when insulin pump was in auto mode. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.